Event description:
Plaintiff alleges suffering severe and immediate reactions to latex as a result of her exposure to latex gloves. She alleges that she has suffered injuries proximately caused by her exposure to latex-containing products sold by this co.